Event description:
(B)(6) study. It was reported that a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 35mm watchman flx laa closure device & delivery system (wds) were used. The first closure device, a 27mm device was deployed in the laa, but did not meet release criteria. The closure device was fully recaptured and the was and wds were both removed from the patient. A new was and a new 31mm size device were selected and used next. This device also did not meet release criteria and needed to be fully recaptured. The device was recaptured and the was and wds were both removed from the patient. A third closure device was selected, a 35mm device and a new was was used. This device was successfully implanted in the laa of the patient and the procedure was ended. There were no complications that were reported to have occurred during the procedure. Post procedure echocardiography revealed that the patient had a 3mm pericardial effusion present.

Manufacturer narrative:
H6: patient code of pericardial effusion removed.

Event description:
It was reported that a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 35mm watchman laa closure device & delivery system (wds) were used. The first closure device, a 27mm device was deployed in the laa, but did not meet release criteria. The closure device was fully recaptured and the was and wds were both removed from the patient. A new was and a new 31mm size device were selected and used next. This device also did not meet release criteria and needed to be fully recaptured. The device was recaptured and the was and wds were both removed from the patient. A third closure device was selected, a 35mm device and a new was was used. This device was successfully implanted in the laa of the patient and the procedure was ended. There were no complications that were reported to have occurred during the procedure. Post procedure echocardiography revealed that the patient had a 3mm pericardial effusion present. It was further reported that this event was not caused by the procedure.